Event description:
The physician stated that the bond for the proximal portion of the ptfe balloon on the catheter came loose. He said he noticed it under fluoroscopy and the balloon was seen moving in the vessel. The medication was delivered successfully and there was no negative patient outcome.

Manufacturer narrative:
Upon inspection of the returned product, it was observed that the balloon was torn. Both adhesive bonds on the proximal and distal balloon necks were intact and unbroken. The clearway device is a porous balloon, so it is not susceptible to burst failures similar to a typical non-porous pta balloon. It is possible that the balloon tore due to interaction with a highly calcified region of the vessel. However, the region of the balloon separation was clean and straight, not jagged which could indicate the balloon being torn by a rough calcified protrusion. Based on the analysis of the case and returned product, the reason for the balloon tear cannot be conclusively determined. No lot number was given with the returned product, so no additional investigation into manufacturing processes or quality results can be done.